Event description:
A high drain alarm 101 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log of a returned homechoice (hc) device. The alarm occurred on (B)(6) 2014, at 09:00:38 during the patient's night drain one. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was verified through the review of the event history logs. The cause of the issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.